Event description:
Additional information was received. Company representative reported that patient had a routine pump replacement due to eri on (B)(6) 2012; during replacement they did not get csf back. A kink was suspected and the catheter was replaced. After pump and catheter replacement patient was having difficulty ambulating and voiding, drug dosage was decreased to 300 mcg/day. MRI was performed on the (B)(6) 2012. On the (B)(6) 2012 the patient was having trouble voiding and still wasn't walking, said he was concerned somebody didn't turn his pump back on after the MRI. It was verified that the stall recovered from the MRI. Patient was describing himself as too stiff, dosage was then increased to 700 mcg/day. On the (B)(6), patient called and said that he was heavy, couldn't walk or come to a stand. Felt dizzy, lightheaded and ringing in his ears. Also experiencing nausea and vomiting. Dosage was decreased to 550 mcg/day and patient was back to walking with a straight cane. Later on (B)(6) 2012, hcp reported the cause of the event to be catheter occlusion. Hospitalization was required due to the event. A full discharge summary was provided. If additional information becomes available, a report will be submitted.

Event description:
It was reported that during a routine pump replacement the health care provider was unable to aspirate from the catheter. The health care provider felt the catheter was kinked, but it was unknown where the kink was located. The entire system was replaced at that time. No pump issue was suspected. The drug in the pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).